Manufacturer narrative:
Product complaint # (B)(4). Usfda MDR determination: after reviewing with the knee investigator and fellow clinician, the patient was revised due to subsidence. It is reasonable to conclude the pfc*sigma tc3 ins 15mm, sigma fem adapter neutral bolt, sigma fem adapter 5 degree, didn't cause or contribute to the subsidence as it doesn't have any contact with the bone. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised due to subsidence and the patient¿s anatomy. The initial revision was performed in (B)(6) of 2016.